Event description:
It was reported that the leads were reversed in the connector header of the pulse generator. The device was programmed to 40 ppm in aai mode for ventricular support. The patient was not pacemaker dependent.